Event description:
It was reported that the implantable pulse generator (ipg) needed to be replaced after only two years. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. 4194 implantable pacing lead 2010 (B)(6). (B)(4).